Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the lead into the headers of the pacemaker. The field representative stated that the physician asked him to hold the lead in the header while the physician tightedned down the set screws on the pacemaker. The lead was able to be successfully implanted with this device and no adverse patient effects were reported.